Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce the reported problem. Fse ran calibration on the universal surgical manipulator (usm4) and proximal with no noise or errors. Usm4 proximal was stiff to move back and forth. Fse will replace the proximal. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the robotics coordinator (roco) stated that universal surgical manipulator (usm4) was making audible noise when they were deploying for a case. The roco also stated that when the team inserted a cannula onto usm4, it would not accept it, and they were not able to adjust usm4. The customer informed that they didn't get any errors as well during the setup. They moved usm4 away and completed the case with three usms. Tech support engineer (tse) reviewed logs and did not see any errors for usm4. The procedure was completed with no reported injury.